Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The luer tip is twisted and not centered. To date, this concerns a syringe from batch 2309730, expiring on 31-08-2028. The defect was identified before use, so there were no consequences for the patient. The syringe is available to be sent for analysis if required. In this case, please specify the conditions of return.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample and one photo was provided to our quality team for investigation. Through visual inspection, the tip is observed to be slightly bent, verifying the reported incident. A device history review was performed for lot 2309730, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. All products were inspected, no damage or defects were observed and all tips were properly formed. During the molding process, a pin is used to give the tip its shape. If the pin becomes dislodged from the proper position, it can result in the improper forming of the tip as seen in the sample provided. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, no issues related to the reported incident were found. While we could not identify a direct issue, it is likely the tip bent as a result of the pin dislodging from the proper position. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
The luer tip is twisted and not centered. To date, this concerns a syringe from batch 2309730, expiring on 31-08-2028. The defect was identified before use, so there were no consequences for the patient. The syringe is available to be sent for analysis if required. In this case, please specify the conditions of return.